Event description:
Patient was to have cysto, left retrograde pyelogram and removal of stone. During the procedure, the segura hemisphere stone retrieval basket was inserted and the calculus engaged in the basket. In the attempt to slowly close the stone basket, the control became non-functional and the basket could not be closed tightly around the stone. There was a risk of injuring the urothelium if attempting to remove the stone in the basket without it being closed completely and the stone could not be dislodged from the basket. The physician had to fragment the stone with the laser so the basket could safely be removed. This required an additional 30-40 minutes for the pt to be under anesthesia. Once the stone was fragmented, the basket could safely be removed.